Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are:product ID 3708660 lot# serial# (B)(6): product type extension product ID 3708660 lot# serial# (B)(6): product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6) , ubd: 07-aug-2022, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(6) , ubd: 12-aug-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that there are elevated impedance. The left ins impedance measurements are contact 2: 20,000 and contact 0: 2,100. The contributing factors that led to this event are unknown. Contact 0 and 2 not used on active program. No intervention required. The issue was resolved. Additional information received that that l stn contact 0 impedances elevated in (B)(6) 2019, contact 2 elevated as of (B)(6) 2021. Additional information received from manufacturer representative (rep) clarifying that contact 2 elevated as of (B)(6) 2021. Rep reports patient is getting effective therapy. Effective contacts not in active program. Additional information received from the manufacturer¿s representative (rep) reported the patient had surgery today to untangle an extension behind the battery and suture it back down. The left battery pocket was opened and the tissue around the extensions was removed and the neurostimulator was sutured back to the pocket. The patient had investigate impedances on non-active contacts 0 and 2 (ranging from 2,359-29,200 ohms) prior to and after surgery which had been like this for over a year. The cause of the issue was unknown. The patient was receiving ¿good¿ therapy.